Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of the p-wave and delivered inappropriate therapy. It was determined that shortly after implant, the lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.